Event description:
It was reported that during a da vinci myomectomy procedure, the surgeon's control of the fenstrated bipolar forceps instrument was lacking and a wire from the instrument was exposed and seemed to be torn apart. There was no allegation of any harm, injury or adverse outcome to a patient. There were no missing or falling pieces reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. The instrument pitch cable was frayed at the proximal clevis hub of the instrument. The clevis of the instrument did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damages were found.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to an exposed wire that appeared to be torn apart on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.